Event description:
In 2002 pt underwent total abdominal hysterectomy with burch abdominal sacral colpopexy and retropubic urethropexy. In 2003 pt required surgery for vaginal cuff defect and granulation of tissue at the vaginal cuff.